Event description:
It was reported that during a prostate procedure with the pt on the table, the laser device received error code 1201. The error was able to be cleared; the device turned itself off and then back on again, with a wait of about six minutes. Pt outcome: the physician completed the case with a turp.